Manufacturer narrative:
There is no known patient involvement. The user report received on november 28, 2016 did not indicate an event date. However, another report, received from the customer on december 6, 2016, stated that the test results were received on august 1, 2016. This date was selected as the event date for this report. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) originally learned on november 17, 2016 during communication with the customer for a separate complaint that tests from a unit at the facility showed 1 colony. However, no other information regarding the type of bacteria or amount of water sampled was provided. Due to the lack of information, it was unknown whether this was within the acceptable limits for drinking water quality. Through additional follow-up communication with the customer, sorin group (B)(4) learned that the unit is used within the operating room. The customer reported that the samples took 6 months to incubate. On december 6, 2016, the customer provided an additional copy of the user report, which included additional information about the event. The report stated that the results of the testing were received on august 1, 2016. The lab test results were also provided on this date, which confirmed the presence of mycobacterium chimaera in the samples. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On november 28, 2016, sorin group (B)(4) received a user medwatch report (mw5065926) stating that a sorin heater-cooler system 3t unit tested positive for 1 colony (in 100ml) of mycobacterium chimaera. The unit is currently only being used for life-threatening emergency cases. The report stated that testing of the devices at the facility was conducted in march 2016. It was indicated in the report that the cleaning and disinfection procedure is being carried out according to the manufacturer's recommendations, and that no patient infections have been identified in association with the use of the heater-cooler equipment.